Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from symptomatic patient on (B)(6) 2020 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Patient previously tested on (B)(6) 2020 at public health lab on unknown platform and result was returned as sars-cov-2 positive. Therefore, the same specimen was tested on hologic panther within 24 hours and result was returned as sars-cov-2 negative. The specimen was refrigerated and retested on (B)(6) 2020 using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Test for igg was negative. Specimen sent to public health lab where sample was processed per p.I. Using the xpert xpress sars-cov-2 and another unknown platform. Results were returned as sars-cov-2 positive both times. Specimen was sent back to customer and retested using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Patient passed away due to end stage renal disease and pneumonia. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment as the patient was always treated as presumed covid-19 case. Review of the data provided by the customer showed no evidence of product malfunction.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from symptomatic patient on (B)(6) 2020 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Patient previously tested on (B)(6) 2020 at public health lab on unknown platform and result was returned as sars-cov-2 positive. Therefore, the same specimen was tested on hologic panther within 24 hours and result was returned as sars-cov-2 negative. The specimen was refrigerated and retested on (B)(6) 2020 using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Test for igg was negative. Specimen sent to public health lab where sample was processed per p.I. Using the xpert xpress sars-cov-2 and another unknown platform. Results were returned as sars-cov-2 positive both times. Specimen was sent back to customer and retested using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Patient passed away due to end stage renal disease and pneumonia. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment as the patient was always treated as presumed covid-19 case. Review of the data provided by the customer showed no evidence of product malfunction. Sample processing control amplification and end point fluorescence appeared normal. Cepheid's patient safety board consult review determined this to be a true negative. Discrepant results are likely due to sample becoming contaminated at the public health lab. False positive results for sarscov- 2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid. Submitted a follow up report to correct section h1 which was originally submitted incorrectly as summary report.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from symptomatic patient on (B)(6) 2020 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Patient previously tested on (B)(6) 2020 at public health lab on unknown platform and result was returned as sars-cov-2 positive. Therefore, the same specimen was tested on hologic panther within 24 hours and result was returned as sars-cov-2 negative. The specimen was refrigerated and retested on (B)(6) 2020 using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Test for igg was negative. Specimen sent to public health lab where sample was processed per p.I. Using the xpert xpress sars-cov-2 and another unknown platform. Results were returned as sars-cov-2 positive both times. Specimen was sent back to customer and retested using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Patient passed away due to end stage renal disease and pneumonia. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment as the patient was always treated as presumed covid-19 case. Review of the data provided by the customer showed no evidence of product malfunction. Sample processing control amplification and end point fluorescence appeared normal. Cepheid's patient safety board consult review determined this to be a true negative. Discrepant results are likely due to sample becoming contaminated at the public health lab. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected a sample from symptomatic patient on (B)(6) 2020 and processed the sample per p.I. Using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Result was reported to the physician. Patient previously tested on (B)(6) 2020 at public health lab on unknown platform and result was returned as sars-cov-2 positive. Therefore, the same specimen was tested on hologic panther within 24 hours and result was returned as sars-cov-2 negative. The specimen was refrigerated and retested on (B)(6) 2020 using xpert xpress sars-cov-2. Result was returned as sars-cov-2 negative. Test for igg was negative. Specimen sent to public health lab where sample was processed per p.I. Using the xpert xpress sars-cov-2 and another unknown platform. Results were returned as sars-cov-2 positive both times. Specimen was sent back to customer and retested using xpert xpress sars-cov-2. Result was returned as sars-cov-2 positive. Patient passed away due to end stage renal disease and pneumonia. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment as the patient was always treated as presumed covid-19 case. Review of the data provided by the customer showed no evidence of product malfunction.